Manufacturer narrative:
Evaluation: analysis of the implantable neurostimulator (ins) found it had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output. It was further noted that "the ins was received in an eri condition. A longevity estimate was 4.67 months to eri and 7.67 months to eos. According to the trace report taken from the ins, the battery reached eri in 11.7 months." Impedances were tested using known good leads and extensions. ¿the ins and electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with a physician programmer. Normal impedances were observed on every electrode pair.¿ concomitant medical products: product ID 3387s-40, lot# v553427, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v553427, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the ¿call your doctor¿ icon was displayed on the programmer, as well as an early replacement indicator (eri) message. Concerns regarding longevity were expressed. Additional information received reported that the device was explanted. Additional information stated the patient underwent an ¿explantation of infected dbs (deep brain stimulator) hardware, battery, lead extension, and intracranial leads.¿ regarding whether the event was considered normal battery depletion, the healthcare provider (hcp) reported ¿no.¿ it was noted the patient¿s outcome was that their ¿infection cleared.¿ a supplemental report will be filed if any additional information is received. Please see manufacturer report #3004209178-2013-21987 for information regarding a reported infection involving the patient's other dbs system.